Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported poor performance of phaco in irrigation/aspiration (I/a) mode/phaco mode did not work as configured, that the phaco actual condition was pulse mode though linear settings on doctor's program during the phaco operation on the whitestar signature system. The doctor stopped using signature and used the back up machine. The operation was delayed about fifteen (15) minutes in order to change to the back up machine. It was reported that the operation was completed safely with no patient injury. When the reported whitestar signature system was restarted, it regained with no problem after the operation. The customer will monitor this machine.

Manufacturer narrative:
Correction: the device evaluation was completed at the time of the initial filing, however, it was not included. The phacoemulsification machine was examined and tested by an amo field service specialist (fss) on 02/09/2016. The fss was not able to confirm the issue reported. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.